Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead migrated and the patient was no longer receiving good coverage. The lead was explanted and replaced. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2014; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.